Manufacturer narrative:
Contaminant matter was discovered inside the cannulas of instruments in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2024-0027 has been opened to address this issue.

Event description:
During spd at the hospital before surgery, a reamer, a glenoid impactor, and a depth gauge were found to have debris inside their cannulas. A photo and video was provided showing the issue. No surgical delay was noted. CAPA-2024-0027 has been opened to address this issue.